Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings after 4 days of wearing an adc freestyle libre sensor compared to capillary blood glucose readings. Customer received result of "hi" (reading greater than 500 mg/dl) on (B)(6) 2018 and administered 26 units of insulin without any capillary test. Customer subsequently experienced a diabetic coma and was seen at a clinical emergency where a reading of 20 mg/dl was obtained after a capillary glucose test. Customer was diagnosed with severe hypoglycemia and treated with 10% and 20% glucose infusion and was hospitalized for 24 hours. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Device mfg date has been updated. Removed the sensor plug and inspected the connector. All three contacts were installed properly. Visual inspection of the sensor plug assembly observed no issues. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving high readings after 4 days of wearing an adc freestyle libre sensor compared to capillary blood glucose readings. Customer received result of "hi" (reading greater than 500 mg/dl) on (B)(6) 2018 and administered 26 units of insulin without any capillary test. Customer subsequently experienced a diabetic coma and was seen at a clinical emergency where a reading of 20 mg/dl was obtained after a capillary glucose test. Customer was diagnosed with severe hypoglycemia and treated with 10% and 20% glucose infusion and was hospitalized for 24 hours. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. D4 - serial no was incorrectly documented in the previous MDR follow up #1 - has been updated based on returned product.

Event description:
Customer reported receiving high readings after 4 days of wearing an adc freestyle libre sensor compared to capillary blood glucose readings. Customer received result of "hi" (reading greater than 500 mg/dl) on (B)(6) 2018 and administered 26 units of insulin without any capillary test. Customer subsequently experienced a diabetic coma and was seen at a clinical emergency where a reading of 20 mg/dl was obtained after a capillary glucose test. Customer was diagnosed with severe hypoglycemia and treated with 10% and 20% glucose infusion and was hospitalized for 24 hours. There was no report of death or permanent injury associated with this event.